Manufacturer narrative:
(B)(4). Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 3, 2016 that a flexiva 200 tractip laser fiber was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the fiber kinked before passing it into the scope. The procedure was completed with another flexiva 200 tractip laser fiber. Note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the glass tip was damaged just beneath the ball but the entire tip was still intact. The damage most likely occurred during handling. The fiber received was broken into two pieces. The first piece measured approximately 11.0 cm. The second piece measured approximately 307 cm. There was no damage to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 3, 2016 that a flexiva 200 tractip laser fiber was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the fiber kinked before passing it into the scope. The procedure was completed with another flexiva 200 tractip laser fiber. Note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.